Event description:
It was reported that an unspecified bd introsyte introducer experienced 10 cases of the sheath not splitting as intended and 5 cases of blood exposure/splash. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown it was reported via introsyte introducer survey that the clinician experienced hematoma, sheath did not completely separate/did not peel apart correctly, and excessive blood exposure.

Manufacturer narrative:
H.6. Investigation: bd was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd introsyte introducer experienced 10 cases of the sheath not splitting as intended and 5 cases of blood exposure/splash. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, sheath did not completely separate/did not peel apart correctly, and excessive blood exposure.